Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unlocked liquid crystal display keypad connector during visual inspection. The insulin pump passed functional testing. The insulin pump was received with cracked reservoir tube lip and minor scratched liquid crystal display window.

Event description:
It was reported that the customer's insulin pump had a recurring unexpected restart alarm during normal use and a button was not responding. The customer also believed the insulin pump was under-delivering. The customer's blood glucose was 115 mg/dl. He did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.